Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to a2-a6: na (previously submitted as ni). Correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event.). Correction made to b6-b7: na (previously submitted as ni). Correction made to d10: concomitant product: na (previously submitted as ni). Correction made to f10/h6: health effect - impact codes: replace f26 with f27. Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging of the minicap transfer set was missing when opening the box. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.